Event description:
Initial hba1c result of 3.7%, same sample repeated twice gave results of 6.6% and 6.6%. Initial results were not reported. If additional info is received, appropriate notification will be provided.